Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a pink-colored fluid leak underneath the laser assembly of the coulter lh780 hematology analyzer, but could not locate the leak source. Customer stated that patient results were not affected since what prompted customer to discover the leak was that the instrument was not generating differential results (non-numeric incomplete computation). Therefore, no erroneous results were generated. The field service engineer (fse) inspected the instrument and found the leak at the flow cell area. The fse then replaced the disconnected sample line to resolve the differential incomplete computation and the leak. The root cause for the leak was that the sample line was disconnected from the flow cell. Customer stated that patient samples and results were not affected by the leak, and that no one was harmed by or exposed to the leak.